Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the nurse observed the presence of air in the tubing. There was no injury or medical intervention. The syringe pump was stopped and the tubing was replaced.

Manufacturer narrative:
H3/h6: one used device was returned for analysis. The device was visually inspected; the piercing pin was observed to be missing. Functional testing was performed. The complaint of air in line could not be replicated or confirmed. The cause of the reported issue was not determined as no issue was identified through testing. The device history record was unable to be reviewed as no lot number was provided.